Event description:
The customer reported that 5mls of clear fluid had leaked above the pancake valve (bsv actuator valve) of the coulter® hmx hematology analyzer w/ autoloader; the leak was contained within the instrument. The customer also reported that the flowcell was clogged. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) discovered that the flowcell was not clogged as the customer reported but found disconnected tubing from the peltier to the mix chamber. The fse reattached the tubing resolving the leak. (B)(4).